Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, the physician had a difficult time seating the device. He removed the device from the patient cavity and attempted to reseat the device but the cavity integrity assessment would not pass. The physician then viewed the patient cavity via hysteroscope and saw two perforations of the uterus. Hologic representative believes there was no additional injury to the patient aside from the perforations. No additional details available.